Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they do not recall if it was high or low impedances. It was indicated that surgical intervention took placed and the issue was resolved. The device was discarded or staff, unable to return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they did not remember if the impedance issue were high or low type. They stated that ¿they were all showing errors in every combination¿. A surgical procedure was performed on (B)(6)2019. The representative was not present but a colleague was and it was assume that impedances were checked prior to closing the incision as they were always checked. There were no further complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-aug-2022, UDI#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not feeling the stimulation when turning up the device. As a patient factor that may have led to the issue, the patient stated that they were active in pilates and used a pilates machine. Diagnostics/troubleshooting performed included impedance testing which showed ¿impedance errors¿ on every electrode combination. The amplitude was increased to 2.0 and the impedance test rerun but showed the same error readings. In addition, the stimulation was increased on all programs until maximum of 8.5 was reached but the patient felt no stimulation. As an action taken to resolve the issue, the surgical intervention was planned as the patient was scheduled for surgery (not scheduled at the time of this report). The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.